Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported during pd treatment a patient was receiving 'supply bag blocked' and 'm65' alarms during treatment with long drain times ranging from 42 to 85 minutes. The patient reportedly felt full after last treatment and manually drained 4700ml. Additional follow-up was made with the pdrn, who stated the patient¿s treatment prescription included seven cycles with six fill volumes of 2000ml and a last fill volume of 2000ml. Per pdrn indicated the patient did not require hospitalization, medical intervention or additional treatment as a result of the increased intraperitoneal volume (iipv) instance. The pdrn stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient reverted to manual exchanges pending delivery of a replacement cycler and confirmed no treatments were missed. The reported drain volume of 4700ml was 235% over the expected drain volume of 2000ml which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported during pd treatment a patient was receiving 'supply bag blocked' and 'm65' alarms during treatment with long drain times ranging from 42 to 85 minutes. The patient reportedly felt full after last treatment and manually drained 4700ml. Additional follow-up was made with the pdrn, who stated the patient¿s treatment prescription included seven cycles with six fill volumes of 2000ml and a last fill volume of 2000ml. Per pdrn indicated the patient did not require hospitalization, medical intervention or additional treatment as a result of the increased intraperitoneal volume (iipv) instance. The pdrn stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient reverted to manual exchanges pending delivery of a replacement cycler and confirmed no treatments were missed. The reported drain volume of 4700ml was 235% over the expected drain volume of 2000ml which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.